Event description:
It was reported that pump experienced malfunction when screen went dark and would not turn on, with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.